Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the guide wire would not advance through the lead lumen. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.